Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during removal of the embolization coil, the coil unexpectedly detached. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The current patient's status is reported to be okay.

Manufacturer narrative:
The device was returned for evaluation with a non-terumo catheter, and the implant within the catheter. There is no evidence of damage to the portion of the coil extending from the catheter. There were no obvious kinks or bends were noted in the catheter. Upon dissecting the catheter, the distal 4cm was not reinforced. The coil was noted to be stretched within the catheter at a length of approximately 40cm, with hydrogel filament visible and intact. The entire implant length was visible within the catheter. The proximal end of the implant coil was stretched with evidence of adhesive, but no monofilament knot-tie. Based on the investigation and provided information, the complaint of a broken coil cannot be confirmed. The monofilament knot tie was not present on the implant and the pusher was not returned; therefore, was unable to determine how the implant coil was detached. The specific root cause of this complaint is unknown.